Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the insulin pump was alarming no delivery, in a follow-up email the customer reported that they experienced a high blood glucose event. The customer's blood glucose at the time of the call was 401 mg/dl the customer stated that they had high blood glucose of 310 mg/dl and 233 mg/dl. The customer treated with the pump. Troubleshooting was performed and insulin did exit. The insulin pump will be returned for analysis.